Manufacturer narrative:
A bci field service engineer (fse) replaced the tubing on the valve v12 in the hydropneumatic, which resolved the leakage issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to system leak. No injury was reported for this event.